Event description:
It was reported that the patients ipg had to be charged frequently and was no longer taking a charge. The patient underwent an ipg replacement procedure.

Event description:
It was reported that the patients ipg had to be charged frequently and was no longer taking a charge. The patient underwent an ipg replacement procedure. Additional information was received that the patient was doing well postoperatively. The explanted device was discarded by the facility.